Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead exhibited noise oversensing in both unipolar and bipolar configurations and an undersensing. Programming changes were made previously to address the noise oversensing issue. No intervention or adverse patient effects were reported.